Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported intermittent issues in which they are having to increase the laser power settings to greater than 500 when using probes from a different manufacturer. There was no impact to the patients. Additional info has been requested.